Event description:
The extension tube detached from the drip chamber and spilled water.

Manufacturer narrative:
Received one used unit with the tubing detached from the drip chamber. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's MFR. Conclusions - the engineer concludes that this type of defect could be caused by the gap that is greater than 2 mm that resulted in the tubing to detach from the nozzle of drip chamber during application. The gap between the tubing and drip chamber is caused by an uneven cutting edge of the tubing by the mfg process and an over-sight during the outgoing inspection to check for no gap between tubing and drip chamber. Corrective actions taken include the updating of the procedure to increase inspection for no gap between the tubing and the drip chamber, re-training of production associates on the bonding process and providing first production lot number for actions taken for the previously mentioned actions. Change core pin for the nozzle of drip chamber, re-qualify molding process of the drip chamber and the ad-set assembly. (B) (4). (B) (4).